Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary of a left total hip surgery. Doctor was drilling a hole in the cup to put a screw into the cup, and the detachable flex shaft broke at the coiled portion of the shaft.

Manufacturer narrative:
An event regarding alleged damaged involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the device noted that the device was returned in used condition. All the cables at the coiled portion near the drive fitting side of the detachable flex shaft were ruptured and the device broke into two pieces. -medical records received and evaluation: not preformed as patient factors did not contribute to the reported event. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the reported lot. Conclusions: a visual inspection of the device noted that the device was returned in used condition. All the cables at the coiled portion near the drive fitting side of the detachable flex shaft were ruptured and the device broke into two pieces. Examination of the returned device with material analysis engineer indicated the device fractured due to overload conditions and further assessment was not required. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Primary of a left total hip surgery. Doctor was drilling a hole in the cup to put a screw into the cup, and the detachable flex shaft broke at the coiled portion of the shaft.